Event description:
This is report 1 of 1 for this complaint (B)(4)

Event description:
It was reported that during a trochanteric fixation nail (tfn) procedure, the helical blade coupling broke during the advancement of the helical blade. The surgeon was able to get the blade implanted prior to the breakage of the helical blade coupling screw. Surgeon used a removal device to get the inserter free. All broken pieces retrieved, procedure was completed with no adverse effects to the patient.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The sample was received in two pieces and was broken where the knob and shaft intersect. The shaft connection is still welded into the knob. The fracture surface is homogeneous which indicates material uniformity. There are numerous deep dents on the top and edges of the knob and there are circumferential scratches around the shaft just below knob to shaft joint. The threads on the end were intact and a helical blade successfully attached to the coupling screw. Product development evaluation concluded, a review of the product design/drawings also showed the coupling screw design to be acceptable for the intended use. Additionally, excessive hammering of the coupling screw off-angle or when the screw is not fully tightened, could result in loading conditions that may lead to breakage. The returned device shows evidence of being used/hammered over time. The dents around the perimeter of the head indicate that it has been struck off-angle numerous times. A review of the device history record did not show conditions that could have contributed to the reported event. This complaint is invalid from a manufacturing perspective.